Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, an intermittent touchscreen was noted in the device history. As indicated, this device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen does not respond when pressed. The device was returned to the biomedical dept for an unspecified reason. No info was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, an intermittent touchscreen was noted in the device history. No additional info was provided.